Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range right ventricular (rv) shock impedance measurements. The health care professional (hcp) reported the patient has a history of intermittent high out of range rv shock impedance measurements. The hcp advised the clinic has been monitoring the patient. Technical services provided programming suggestions. Additional information has been requested but was not provided at this time. This crt-d remains in service. No adverse patient effects were reported.